Event description:
Pt called in spontaneously to report her cadd legacy pump sn (B)(4) is stating "pump maintenance required". She said when changing her cassette on friday, the pump gave the error. She was able to use her other pump without issue. No lapse in therapy and no side effects or harm to pt. She is being sent a replacement pump and ups will pickup the malfunctioning pump later this week for investigation. Indications: primary pulmonary hypertension and chronic thrombolic pulmonary hypertension. Reported (B)(6) by pt/caregiver.